Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. The reported recurrent mr was a cascading effect of the reported slda. The reported dyspnea was a cascading effect of the reported recurrent mr. The reported patient effect of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, were known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Correction: the event and implant dates were corrected based on the additional information received from the duplicate event.

Event description:
Subsequent to the initial report, additional information was received from a duplicate report [2135147-2025-00389] of the first procedure clip that resulted in a single leaflet device attachment (slda). It was reported that on (B)(6) 2024, a mitraclip procedure was performed at adventhealth to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 1. On (B)(6) 2025, the patient returned to the hospital due to dyspnea. Imaging showed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3+.

Event description:
It was reported that on an estimated date of (B)(6) 2024, a patient presented to adventhealth in ocala with degenerative mitral regurgitation (mr), aortic insufficiency, and a prolapsed anterior leaflet for a mitraclip procedure. One clip was implanted and the mr was reduced. On (B)(6) 2024 (estimated approximately 2 months post-procedure), a single leaflet device attachment (slda) was observed. The anterior leaflet was detached and the mr was recurrent at grade 4+. Per the implanting physician, the imaging is an issue at the facility, which contributed to the slda. On (B)(6) 2025, a second clip intervention was performed at piedmont hospital in atlanta. The steerable guide catheter (sgc) was difficult to cross the atrial septum but was able to cross without causing damage. The physician commented, ""this sheath never wants to cross the septum. It's the worst delivery sheath." An xtw was used to grasp the leaflets on the lateral side of the previous clip, and then repositioned more medial to reduce the mr to mild. During the deployment procedure, the mr returned and it was noted that a perforation occurred between the two clips. Deployment was stopped prior to the removal of the lock line and the clip was repositioned more medially with a reduction to mild mr. Clip was deployed and the result remained with mild mr. There were no adverse patient sequelae.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.